Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that the fms signal was inserted into the patient on (B)(6) 2014 related to diarrhea. Nurse attempted to discontinue device on (B)(6) 2014 and was unable to deflate balloon. After several attempts were made the tubing was cut; the fluid drained and the catheter was expelled without complications. Additional information received on (B)(4) 2014 stated that the nurse discontinued the device. No new device was inserted.

Manufacturer narrative:
Additional information was received on 08/11/2015. Third party MFR reviewed the routers used to manufacture lot #13vm524362 and no deviations or discrepancies were noted. It was determined the lot was manufactured without incident. The retained samples for this lot were inspected and were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 08/12/2015.